Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt experienced a shocking sensation around the battery neurostimulator site and an "extreme" amount of trouble recharging her device. She also had pain at the same site following a fall in which she landed on the device. Her device was explanted and replaced. She recovered without sequelae. F/u 6 days post-op indicated that she no longer had pain and was getting therapeutic stimulation.